Event description:
Medtronic received information regarding a repair request, and no alleged product deficiencies were reported. There was no patient i nvolvement as a result of the event. Additional information was received stating that the tool bur was wobbly due to breakage to the tip bearing found during evaluation.

Manufacturer narrative:
H3: Product Analysis: Evaluation determined that the tool bur was wobbly. The likely cause of failure was due to breakage of the tip bearing. It was also noted that the double lock mechanism does not work and is prone to detachment, and the markings have deteriorated. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.